Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-00519; 497-36-000, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient fell, broke patella.